Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. The patient had contacted their peritoneal dialysis registered nurse (pdrn) due to an ¿m66 thermistor out of range¿ alarm. The pdrn advised the patient to re-setup with new supplies. However, when the patient opened the cycler door to remove the cassette, fluid leaked out. The patient was in fill 1 at the time of the leak. The pdrn instructed the patient to contact ts for further assistance. The ts representative told the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The ts representative also advised the patient to inform their pdrn of the replacement. Additional information was obtained through follow up with the patient. The patient stated there was no visible damage on the cassette and they were unsure what caused the leak. The patient stated they did not complete their treatment; they ended by performing a manual drain after disconnecting from the cycler. However, it was confirmed that the patient did not develop any symptoms due to the incomplete treatment. In addition, the patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler and was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was retained and reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Evidence of dried fluid was also found on the heater tray and top cover. There was no visual indication of particulates within the cassette area. When powering on the cycler, a distorted display (discolored pixels) was encountered. The problem was due to a defective 8¿ lcd display. The heater calibration test failed due to the value of thermistor 4 being out of calibration. This issue was resolved by calibrating thermistor 4. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a mushroom head check. An internal visual inspection identified evidence of dried fluid on the bottom cover under the front panel assembly, beneath the mushroom heads of pump a and b, and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.